Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina and coronary angiography was performed. Target lesion #1 was a de novo lesion located in the proximal left circumflex (lcx) artery with 75% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 12 mm promus element plus stent in an overlapped manner. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in distal lcx with 80% stenosis and was 32mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of 2.50 x 16 mm and 2.50 x 20 mm promus element plus stents in an overlapped manner. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient came in for follow-up with reports of mild chest pain which was relieved with sublingual nitroglycerin. Electrocardiogram (ECG) revealed sinus bradycardia heart rate in 40s with non-specific t-abnormality and the patient was scheduled for a combination of medical management and catheterization. Two days later, the patient presented to the hospital again with complaints of nausea and recent onset of exertional angina. The mild nausea was resolved after administration of zofran and coronary angiography was performed which revealed 80% stenosis in the proximal portion of the lcx and 50% isr of the 2.50 x 16mm promus element plus stent located in the distal lcx. The proximal portion of the lcx was treated with placement of a 4.0 x 8mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient had some bleeding at the site and had to have pressure held with mild ecchymosis.